Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2366-50, serial number: (B)(6) batch/lot number: 7077096, model/catalog description: linear 3-6 lead 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2366-50, serial number: (B)(6), batch/lot number: 7074143, model/catalog description: linear 3-6 lead 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316, serial number: na, batch/lot number: 31598706, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-55, serial number: (B)(6), batch/lot number: 7114226, model/catalog description: lead extension kit, 55cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-55, serial number: (B)(6), batch/lot number: 7115348, model/catalog description: lead extension kit, 55cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent revision procedure due to an unknown reason and was doing well postoperatively. Explanted devices were not returned.